Event description:
It was reported that prior to insertion the intra-aortic balloon (iab) was prepped per instruction. The staff attached the one-way valve, aspirated the iab twice while it was inside the tray. The iab was removed from the tray "straightly while grasping closely". The md began inserting the iab into the sheath and he felt resistance, however, the md did not stop advancing the iab through the sheath and into the patient. After the iab was inserted "suddenly blood showed up in the gas lumen." The md removed the iab and there was blood in the balloon. There were no reported patient complications. Additional information received from the distributor on 12/17/2009 stated that "the md removed the iab and the sheath as one unit. The md found the blood flowing before connecting the gas line tubing to the pump so, the arrow pump was not affected by this incident."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.